Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump over delivered. They stated that the pump was set to deliver 65 ml over an hour. The amount that they add to the bag was unclear. Mmdg did follow up with the initial reporter. They did state that they are using bags for two to three days and that this happens with new bags. Bags are approved for 24 hour use. They also stated that the patient does usually vomit after the pump over infuses, but overall, no harm was reported to the patient. (B)(4).